Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling of being overfilled and difficulty breathing during drain 1 of 4. The patient was connected to the amia device at the time of the events. The patient reported they could not ¿drain enough out¿. Renal therapy services (rts) was called and the patient was instructed to resume and inspect the patient line. The fill volume was 2900ml and they drained almost 4000ml. Rts explained minimum drain volume. The patient reported the minimum drain volume was 70%. It was reported the draining relieved the patient symptoms. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Internal and external inspection was performed, and no issues were noted. A short-simulated therapy was performed and was completed successfully without any delay or alarms. All connections appear correct and secure. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event; therefore, the amia device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.